Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station shut down whenever it was moved or touched slightly and the power cable was damaged. A field service engineer (fse) performed remote fix to address a suspected database error. The attempts were made to delete the error were unsuccessful, so the fse followed the protocol for deleting and rebuilding the database through knowledge article "how to - reimage station hard drive". A full synchronization and testing were performed and the device initially failed to boot into the es application. The fse then performed database repair, after which the unit functioned correctly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es power cable damaged. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.